Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6) found electrical failure - no device found message x 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they hadn't had the implanted neurostimulator on for quite a long time and when they tried to charge again this past week, the controller couldn't find the device. Agent walked patient through starting a recharge session and patient reported no device found. Patient entered passive recharge mode and reported middle number 96. After 10 minutes, patient reported seeing unable to recharge, ensure the recharger is over the implant device and try again. Patient hit try again and entered passive recharge mode again and reported the numbers were 0, then 25, then 0. Patient then said the cord going into the paddle was getting really hot. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient called back and stated they received the replacement recharger and needed to get their implant charged up. Agent had patient connect the recharger to the controller and initiate a recharging session. Patient confirmed they were recharging with excellent quality, and the controller battery was 70% and the implant was in the orange. A gent reviewed everything was working as intended. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.